Event description:
Customer reported the buttons on the insulin pump were hard to press. Customer's blood glucose was 207 mg/dl. Customer stated the device was fresh out of the box, no moisture exposed and device was not dropped or bumped. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No damage to the keypad assembly noted.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.